Event description:
It was reported that after finishing one case and entering pt info for a second case, the saved images were found under the previous pt's name.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.